Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered an alert due to a high out-of-range shock impedance measurement of 129 ohms. The health care professional (hcp) planned to bring the patient in for troubleshooting, as discussed with technical services (ts). This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered an alert due to a high out-of-range shock impedance measurement of 129 ohms. The health care professional (hcp) planned to bring the patient in for troubleshooting, as discussed with technical services (ts). This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead continued to exhibit additional high out-of-range shock impedance measurements greater than 125 ohms. Technical services (ts) reviewed troubleshooting options and programming considerations. This rv lead remains in service, and no interventions were performed at this time. No adverse patient effects were reported.